Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was in a motor vehicle accident four years prior to the report and no longer had pain. They stopped using the ins in (B)(6) 2019 and was in another motor vehicle accident and had a return of pain. The patient attempted to recharge and was unable to. A physician recharge mode was done. The patient went home after the ins was recovered from overdischarge and the ins was at 100% when he went to bed, but it was 25% charged when he woke up. The ins was overdischarged for 2-3 years. The patient had charged 4-5 times since the ins was recovered. It was reviewed to keep charging and the ins depletion rate would settle into a more predictable depletion rate. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-sep-18. It was reported that the depletion rate did not settle into a more predictable rate after the patient continued to recharge. The rep also reported that they were considering implantable neurostimulator (ins) replacement to resolve the issue, but it was not confirmed. There were no further complications reported or anticipated.